Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis and a zenith tx2 taa endovascular graft to repair aneurysmal false lumen located at the aortic arch. The ctag device was deployed the most proximal, intentionally covering the left common carotid and left subclavian arteries. Bypass surgery and coil embolization procedure to the left subclavian artery were also performed. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2015, a follow-up imagings revealed a proximal type I endoleak. The physician elected to monitor the patient. The physician reportedly suggested that the endoleak was possibly attributable to administering an anticoagulant (apixaban) after the procedure. It was also reported that the maximum diameter of the proximal landing zone measured 37.4-45mm, while the intended aortic diameter for the device was 34-42mm. The proximal edge of the device reportedly partially landed on the distal anastomosis of the surgical graft of the ascending aorta. On (B)(6) 2016, another follow-up imagings identified that the endoleak persisted, and the aneurysm enlarged. The patient presented with hoarseness. On (B)(6) 2016, the patient visited the institution. The physician recommended a re-intervention to repair the endoleak, and it was planned in (B)(6) 2016 as the patient's will. On (B)(6) 2016, the patient vomited blood and emergently taken to another facility. The patient went into pulseless electrical activity, and then expired on the day.